Manufacturer narrative:
Due to character limit in block e1, event site state: (B)(6). The user was advised that since the fiber-optic arterial line waveform and blood pressure were functional, no action was required for the clotted flush line. Therapy could continue as usual. The user confirmed understanding.

Event description:
User contacted the emergency support program for assistance with a patient transferred directly from the cath lab. The iab catheter¿s flush line was clotted, but the fiber optic arterial line waveform with blood pressure was functional. The user inquired whether any action was required for the clotted catheter. No patient harm was reported.